Event description:
A customer reported experiencing a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. After confirming the warranty status, technical support decided to replace the pump. The customer was informed they would receive a pump with updated software and provided instructions on putting the faulty pump into storage mode before returning it. Additionally, the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. The logistics for returning the problematic pump and receiving the replacement were clearly communicated, and the customer acknowledged and understood all instructions.